Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced respiratory failure related to right ventricular dysfunction and renal failure leading up to death. The patient was also on dialysis. The patient passed away on (B)(6)2024. The death was not considered to be device related. The device was operating as expected. The cause of respiratory failure was possibly volume overload. The patient was on outpatient hemodialysis and had occasionally missed sessions. The patient had symptoms of shortness of breath, lethargy and hypoxia. The respiratory failure was not related to the left ventricular assist device (lvad) implant procedure. Right heart failure existed pre-lvad implant. There was no device related issue contributed to right heart failure. The renal dysfunction was not determined to be related to or caused by the device or device therapy. Baseline creatinine was elevated prior to surgery with known stage 3 chronic kidney disease (ckd). There were frequent lab monitoring post operatively. The patient required continuous renal replacement therapy (crrt) for fluid removal post operative and later progressed to needing hemodialysis at home.

Event description:
It was reported that that the patient experienced respiratory failure related to right ventricular dysfunction and renal failure leading up to death. The patient was also on dialysis. The patient passed away on (B)(6) 2024. The death was not considered to be device related. The device was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.